Event description:
Philips received a complaint from a philips authorized service provider (asp) on behalf of the customer reporting an oxygen (o2) pressure sensor range error occurred on the v60 ventilator. The issue was identified during a device evaluation and was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue and confirmed the issue in the device event log, the rse advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba). The customer replaced the recommended component. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.